Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode was attempted due to it being bent or kinked along with a connection issue between this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD). A different electrode was successfully implanted and remains in service. No adverse patient effects were reported.